Manufacturer narrative:
Product analysis: analysis of the radio frequency (rf) programmer head was able to confirm that it was shorting out the programmer. Analysis noted that there was a damaged wire inside of the device, the cable was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency (rf) head was shorting out the programmer. It was noted that the rf head was recently returned from service and the user was troubleshooting. It was suggested that the issue was the rf head, when the head was removed the programmer booted up. The programmer remains in use. The rf head was returned for service. There was no patient involvement.